Event description:
User facility mandatory medwatch received which stated: "an insulin drip had been hung, programmed at a rate of 2.5cc/hr. Approx two hours later, the bag was empty. The pt did not present as if he had received that much insulin. The pump showed that 90cc had infused. Concerned that the pump is malfunctioning." Upon further query, the following info was provided that indicated the pt received more medication than intended. At 1815, the device was programmed to deliver regular insulin 100u/100ml at a rate of 2.5ml/hr with a vtbi (volume to be infused) of 90ml and the delivery was started. At 2000, the device alarmed and at this time, it was noted that the insulin container was empty. The device display indicated 90ml had infused. At that time, the pt's blood glucose was 150mg/dl. The therapy was discontinued and the device was removed from clinical service. After an unspecified length of time, the pt's blood glucose was 58mg/dl. The pt was treated with one ampule of 50% dextrose in water. On an unspecified date and time, the pt's blood glucose was reported to be 90mg/dl-100mg/dl. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the mfg facility. A review of the pump history indicates that in 2008 at 1559, the settings on both line a and b were cleared. At 1602, line a of the pump was programmed in ml/hr mode to deliver at a rate of 2.5ml/hr with a vtbi (volume to be infused) of 90ml for a duration of 36 hours and the delivery was started. At 1748, the delivery on line a was stopped and the pump was reprogrammed to deliver at a rate of 405ml/hr with a vtbi of 85.6ml for a duration of 12 minutes and the delivery was started. At 1801, the device alarmed for line a vtbi complete. At 1803, the delivery on line a was stopped and within the same minute the device was powered off. Review of the pump history indicates that the pump delivered as programmed.